Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose readings after announcing a ¿usual¿ meal despite consuming a larger-than-usual carbohydrate amount, followed by continued hyperglycemia; troubleshooting included fingerstick confirmation, tubing fill with confirmed drops, site inspection, and a site-only change using an inset 23" infusion set, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.